Manufacturer narrative:
B5: additional information was provided by the reporter. The device alarmed after exceeding the designated pressure threshold (alarmed high). Downstream occlusion sensitivity was 19 to 22 psi (pounds per square inch). H10: the device was received for evaluation. During functional testing, the device was able to properly detect a downstream occlusion. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Per service procedure, a force sensor no tube calibration will be performed as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion test during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.